Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed on an in-house system and the errors were unable to be replicated. The usm passed all relevant testing on a test fixture and the visual inspection did not reveal any signs of contamination or damage related to the reported problem. The complaint was confirmed based on the error logs. The probable root cause cannot be determined based on the information provided. Failure analysis of the usm did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a case, prior to docking, there was an issue with the arms that could not be cleared, specifically related to error 40084 concerning arm 3. The onsite connection was not established. The technical support engineer guided the user through powering off the system and executing an emergency power off (epo) of the patient side cart (psc), but this did not resolve the issue. Consequently, the user decided to proceed with the case using only three arms.